Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): warning ¿ this camera head may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this camera head to all equipment with which it will be used. ¿ do not use this camera head in any place where it may be subject to strong electromagnetic radiation (for example, in the vicinity of a microwave therapeutic device, MRI, wireless set, short-wave therapeutic device, cellular/portable phone, etc.). This may impair the performance of the product. ¿ be sure that this instrument is not used adjacent to or stacked with other equipment (other than the components of this instrument or system) to avoid electromagnetic interference. ¿ electromagnetic interference may occur on this camera head near equipment marked with the following symbol or other portable and mobile rf (radio frequency) communications equipment, such as cellular phones. If electromagnetic interference occurs, mitigation measures may be necessary, such as reorienting or relocating this camera head, or shielding the location. Caution ¿ to check the electromagnetic interference from other equipment (any equipment other than this camera head or the components that constitute this system), the system should be observed to verify its normal operation in the configuration in which it will be used. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head had "image snow". There were no reports of patient harm.

Event description:
The customer reported to olympus, the autoclavable camera head had "image snow". There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.